Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.054s, lot: 1l91747, manufacturing site: bettlach, release to warehouse date: 17. October 2018, expiry date: 01. October 2028. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. H6: photo and x-ray pictures review: three photos and six x-ray pictures were received for review. The three photos show various with blood covered instruments used while the surgery. The six x-ray pictures show various surgical steps during surgery. Based on the available photos and x-ray pictures no root cause determination on the reported event is possible. H3, h6: a product investigation was conducted. Visual inspection: the device was in locked position when received. The device has abraded color on both flanks of the body sleeve. There are striations marks in some areas of the device. Three of the four helix blades show heavy damage at the blades run-in features. All present wear and damages were caused post manufacturing during surgery as the anodized color has disappeared in damaged areas. Functional test: the device passed successfully the performed functional test according the actual surgical technique for pfna-ii proximal femoral nail antirotation (036.000.035 dsem/trm/0714/0109(4) 09/16; page 33) nevertheless of the present damages. The blade passed the blade bore of a test pfna-ii nail and could be locked and unlocked as foreseen; the reported problem could not be reproduced. Investigation conclusion: the existing damage on the run-in features of three helix blades points to the fact that the blade was in a misaligned position to the nail while the insertion procedure. Therefore, the blades got in contact with the nail instead of passing the bore. The manner of damage also shows the use of unnecessary force. The complaint can be confirmed to be concordant with the event description. We conclude that the cause of failure is not due to any manufacturing non-conformances but to a use related mechanical overloading situation. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 1l91747 was manufactured in october 2018 in a quantity of 40 parts and we are not aware of any quality issues associated with this article and lot number. The root cause was identified during the performed cq evaluation as use related and therefore the in the investigation flow listed remaining investigation steps, document/specification review and dimensional inspection are not required. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant device list device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown pfna-ii nail (part # unknown, lot # unknown, quantity 1), impactor for pfna blade (part # 03.010.410, lot # unknown, quantity 1), reamer (part # 356.821, lot # unknown, quantity 1), aiming arm (part # 03.010.407, lot # unknown, quantity 1), extraction screw (part # 03.010.411, lot # unknown, quantity 1) and unknown guide wire (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a fixation of a right hip fracture on (B)(6) 2019, the proximal femoral nail antirotation (pfna) ii blade got stuck. The drill bit was able to break the cortex but was not able to continue and had to stop. The surgeon noted that the bone was very hard. The surgeon used a reamer to continue reaming the femoral head but there was great resistance. The surgeon then attached the pfna ii blade to the impactor for pfna blade, but it was more difficult to unlock the blade than usual. However, the blade slid off and the tip rotated freely after attaching the impactor. The assembly was inserted into the guide wire and the surgeon tried to insert the blade into the femoral head, but the blade got stuck. The surgeon complained that the protection sleeve kept detaching itself from the aiming arm. While looking for another pfna ii instrument set, the surgeon tried to insert the blade without the protection sleeve. The surgeon used the guide wire, but the blade was still unable to go in. The surgeon then tried to break the cortex again and tried to put in the blade, but the blade still stuck. A new pfna ii instrument set and new pfna ii blade was opened. The new blade went in smoothly with the original aiming arm. Testing was done between the new and old impactor for pfna blade and for the extraction screw for pfna blade in which both passed through old and new set of the protection sleeve. The reamer also passed through the protection sleeve smoothly and the surgeon continued with the procedure. However, when the surgeon attached the blade to the extraction screw for pfna blade and passed it through the protection sleeve, the blade became stuck halfway and had difficulty pushing through. When the surgeon used force, the blade was able to pass through the protection sleeve. The procedure was completed successfully with a surgical delay of fifteen (15) minutes. Patient has been discharged from the hospital and is in rehabilitation. Concomitant devices: reamer (part: 356.821, lot: unknown, quantity: 1), aiming arm (part: 03.010.407, lot: unknown, quantity: 1), extraction screw for pfna blade (part: 03.010.411, lot: unknown, quantity: 1), guide wire (part: unknown, lot: unknown, quantity: 1). This report is for a pfna-ii blade. This is report 1 of 4 for (B)(4).